Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a to treat a varicocele using pod packing coils (podjs). It was noted that the patient's anatomy was tortuous. During the procedure, while advancing a podj through a non-penumbra microcatheter, the physician experienced friction and therefore, the podj was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.